Event description:
It was reported they are returning their unit for service. "Irregular breakdown. The yellow wheel appears. The aspiration doesn't operate." No further info is available. There was no reported pt consequence.

Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the green/bluecable replaced, pcb board calibrated. The device was functionally tested, met all product requirements and returned to the customer.